Event description:
Healthcare professional reported via journal article titled "dislodgement of tissue expander ports in a patient without trauma or MRI history" that the magnetic port of a tissue expander became dislodged on left side. The tissue expander was implanted for a period greater than six months. The device has been explanted and replaced.

Manufacturer narrative:
Article citation: lowenthal, c.f., truong, a.y., & ascherman, j.a. (2021). Dislodgement of tissue expander ports in a patient without trauma or MRI history. Jpras open, 31, 29-31. Https://doi.org/10.1016/j.jpra.2021.10.005. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device replacement.